Event description:
It was reported that the patient presented in clinic for implant procedure. The left ventricular (lv) needed to be flushed after issues placing the lead. Due to a small opening in the lead body the physician elected to use a new lv lead. Two more new lv leads were attempted to be used but due to patient anatomy were unsuccessful. The patient was stable.

Event description:
New information notes product will not be returned.

Manufacturer narrative:
Additional information notes device will not be returned. Update to h6 codes.